Event description:
During preventative maintenance of the device, the user reported a torn boot on the cord connection to the control module. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.